Event description:
Per the clinic, the patient was experienced impact or trauma at the implant site. Subsequently, the patient has developed an infection (site of infection not confirmed) and an extrusion of the electrode lead into the external auditory canal. The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.